Manufacturer narrative:
The field service engineer checked numerous parts and perform adjustments. No further issues were reported after the service visit. The field service representative ran mechanical checks, ise checks, and precision testing with all results within specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect na+ for gen.2 results from the cobas 4000 c (311) stand alone system. The initial result was 99 mmol/l and the repeat result was 132 mmol/l. The sample was repeated on another instrument 131 mmol/l. The repeat result of 132 mmol/l was deemed correct and reported outside the laboratory. The electrode lot number and expiration date were asked for but not provided.